Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be unknown if there was a delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of air/water flow issues was confirmed. The foreign material found in the nozzle could not be identified. The following additional findings were also noted: due to clogging of nozzle, air supply volume does not meet the standard value, water removal ability does not meet the standard value, adhesive chip and crack on the bending section cover, white clouded area on the adhesive of the bending section cover, peeled adhesive around the objective lens, crack on the light guide lens, peeling adhesive around the light guide lens, discoloration of air/water cylinder, assorted scratches, dent and deformed scope connector, and peeling coating of the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The inspection method for the event is described as follows in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and inspection of the combination function with 3.8 related equipment". [Inspection of the entire endoscope]. Visually check that there are no abnormalities such as abnormal protrusion, dents, deformation, etc. In the air and water feed nozzles at the tip of the endoscope. [Inspection of the cleaning function of the objective lens surface]. When using the air supply / water supply button. Plug the holes of the air and water supply buttons with your fingers. Push the button in while blocking the hole. Make sure that water flows throughout the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, while inspecting evis lucera elite colonovideoscope for use they found air/water flow issues from the air/water flow system. The procedure was reported to be therapeutic and a diagnostic procedure and was able to be completed. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.